Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 562 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer was feeling thirsty and urinating due from their high blood glucose. The customer declined to check for the presence of leaks and air bubbles during troubleshooting. It was also found the customer did not have a bent cannula after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.